Manufacturer narrative:
A ge service representative performed an onsite investigation. The tube was calibrated and the miliampere circuit was checked. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an error message and the touch screen locked up. After rebooting the system it was functional. No patient injury was reported.